Manufacturer narrative:
(B)(4). The reported field event of the inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone material in the rv and svc set screw hex cavities. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screws.

Event description:
It was reported that the rv lead was unable to disconnect from the device header. It was noted that the hex screw was stripped. The device was explanted and replaced. The lead was capped on (B)(6) 2016.